Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination found no visual damages on the returned device. Functional examination revealed that impact damage on the insertion fork caused damage bending on the prongs that is why the internal cannula components were not sliding properly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia procedure and absorbable straps were used. The straps were loose and did not fix the mesh to the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported.